Event description:
To whom it may concerns, I am (B)(6) and I had 2 hernias repaired 2 different times and I can't remember what year and they were repaired in (1970 and 1976). I don't remember the dates. But the (mesh) that they told me they put in my tummy did not stay put. I'm (B)(6) and have lived with this (shape like a soft ball) in front of my tummy most of my life since I was younger. Well most of my life people have stopped me on the street and asked me "when am I due"? I'm not going to have a baby. And they laugh behind my back. Well I've learned to ignore them through the years and most of them were my friends (close ones). I've tried to lose weight but that ball sticks out real bad and I don't go shopping or anything and if I do I stay in my car and send my daughter or granddaughter to do the shopping for me. I been given your name and told to write to you because the lawyers that I've contacted only do business for themselves. They are really not here to help me. (I've seen other lawyers on other reasons). I saw the announcement about 2 days on t.v., and that's why I called them but they wrote to me and told me to write you a letter and see if you can help me. I'm sending the letter that they sent me. I pray that you can help me. There are a lot of good lawyers and a lot of lawyers that are working for themselves but not really helping those that need their help.